Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that there was diaphragmatic stimulation. During the procedure to remove the left venticular (lv) lead the lv lead dislodged. The entire lead was removed. An attempt was made to implant a new lv lead, however due to high thresholds it was not possible. The lead was removed. No patient complications have been reported as a result of this event.